Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds4641 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient line was inserted for long term treatment. Patient reported pain while mobilising, staff noted blood around site and on dressing. Clinical specialist called to review. Decision made to remove the line (B)(6) 2020, there is a hole in the line at the point of the securement device placement. Removal uncomplicated. Line inserted (B)(6) 2020. Sited right basilic vein, mark at skin 13cm, 10cm skin to hub.

Event description:
It was reported that the patient line was inserted for long term treatment. Patient reported pain while mobilising, staff noted blood around site and on dressing. Clinical specialist called to review. Decision made to remove the line 11/5/20, there is a hole in the line at the point of the securement device placement. Removal uncomplicated. Line inserted 7/5/20. Sited right basilic vein, mark at skin 13cm, 10cm skin to hub.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed near the 10cm depth marking. The split exhibited a rippled shape. Multiple kinks and a region of compressed tubing were observed distal of the split. Microscopic inspection of the split revealed a granular fracture surface. Thinning of the catheter wall was observed at the fracture surface. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, the sample easily became fully occluded due to kinking during manual manipulation. The split characteristics were consistent with burst damage secondary to over-pressurization. Such damage can occur if infusion is attempted against occlusion. The abundant kinking and deformation suggested that device manipulation, securement and maintenance technique likely contributed. A lot history review (lhr) of reds4641 showed no other similar product complaint(s) from this lot number.